Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the cause of the images not displaying was an incorrectly connected video cable. It is presumed that the video cable being incorrectly connected was caused by handling. E2, e3 ¿ three attempts were performed to obtain occupation for the reporter but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Customer called the technical assistance center (tac) for troubleshooting the no image issue for the device. The tac specialist verified that the connection of the secondary monitor to the main monitor was incorrect. Once the video cable routing was corrected, the image was available on the secondary monitor. The device is not being returned as the issue was resolved. As such a definitive root cause of the reported complaint cannot be determined at this time. This device does not have a UDI number. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported by the customer, the device yielded no image on the secondary monitor. There is no reported harm to any patient.